Event description:
Reporter stated that she has used patch in 2007, for two hours. When she removed patch to shower, she had burns and skin had peeled away in patch area. She spoke with her pharmacist who recommended antibiotic cream and dressings which she has used for two weeks. She has appointment to see her doctor for evaluation.